Event description:
Use of an unauthorized replacement part (course threaded nut versus fine threaded nut) resulted in legs of unit not being able to lock in the spread position. Facility used lift without being able to lock legs. Lift tipped, pt fell and broke their leg.